Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer and health care provider (hcp) reported that the patient experienced a loss or change of therapy. The patient lost their patient programmer so the status of their system was unknown. The patient was concerned about their battery status. About 3 to 4 months ago in (B)(6) 2015 the patient's system wasn't working right and now their system wasn't working at all. The patient couldn't go to the bathroom and had a full return of symptoms. This was due to a gradual change in therapy or symptoms.

Manufacturer narrative:
(B)(4).

Event description:
A consumer via a health care provider (hcp) reported that the patient had a return of symptoms. The patient was in the hospital and the issue occurred before (B)(6) 2015 when the patient was admitted. The implantable neurostimulator (ins) was not working properly when the patient stood up they had a lot of urine coming out. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.